Event description:
Second revision surgery - due to the patients need for a longer head. The surgeon removed the ceramic head and put in a 36 metal head with a +10.5 sleeve. Refer to (B)(4) for original case on (B)(6) 2013.